Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument associated with this complaint and completed the product evaluation. Failure analysis investigations did not replicate or confirm the customer reported complaint. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the suture needle handling test and was able to successfully tie a knot. The instrument was fully functional. There was no problem detected.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion with mega suturecut needle driver instrument , an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. However, the analysis is not yet completed. Follow up MDR will be submitted with analysis findings.

Event description:
It was reported that during a da vinci-assisted hiatal hernia paraesophageal surgical procedure, there were difficulties to tie suture with 8mm mega suturecut needle driver instrument multiple times and the instrument failed to complete tying motion. Surgeon attempted multiple times and even demonstrated to the room that it would not complete intended motion. Surgeon modified his technique at surgeon side console (ssc) to complete the procedure. Surgeon was trying to rotate hand and angle the instrument tip and it would not complete the intended action. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.